Event description:
It was reported that there were concerns regarding the shock therapy provided by this implantable cardioverter defibrillator (ICD). Technical services (ts) reviewed device data and noted that during the current episode anti-tachycardia pacing (atp) was delivered and the device began charging for a shock, however the rhythm self-terminated during the charge. During a previous ventricular tachycardia (vt) episode atp was provided that accelerated the patient's rhythm into the ventricular fibrillation (vf) zone and a single shock was provided which converted the rhythm. Ts noted that the charge time was appropriate considering the age of the device and recommended programming options. This device remains in service. No adverse patient effects were reported.